Event description:
Consumer reported complaint for high blood glucose test results. Customer also stated the meter keeps shutting off. The customer does not know their expected blood glucose test result range. The meter battery had been changed 2 months ago. During the call the meter powered on using the power button and when a test strip was inserted. The customer feels well and did not report any symptoms. Customer stated she is returning from a previous appointment with her diabetes dr. And was advised to contact manufacturer for a replacement meter. Customer stated she had been having a headache and had swollen feet on (B)(6) 2024 so she performed a blood test and then she went to the hospital. Customer stated that she was in the hospital from (B)(6) 2024 came home last night (B)(6) 2024 due to diabetes; customer stated that her blood sugar was 387 mg/dl at the hospital. The diagnosis was high blood glucose and customer was given insulin. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/31/2025 and customer does not remember the open vial date; strips are being stored in her purse. The meter memory was reviewed for previous test result history: result 1: 131 mg/dl date: (B)(6) 2024 time: (unable to see time) non-fasting; result 2: 104 mg/dl date: (B)(6) 2024 time: 6:27am fasting; result 3: 277 mg/dl date: (B)(6) 2024 time: 1:04pm fasting; result 4: 288 mg/dl date: (B)(6) 2024 time: 1:02pm fasting; result 5: 263 mg/dl date: (B)(6) 2024: time: 1:02pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 20-dec-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.